Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was returned to the manufacturer for analysis. Electrical testing confirmed the reported problem. Integrated circuit u1 on the printed circuit board was found to be faulty. Caused reported error. U1 was damaged due to electrical over stress. Also, an led was found to not light up. Parts were replaced and a system checkout performed. Device then passed all testing. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system was not generating x-rays. He was getting a 'generator error 15'. There was no patient present when this issue was identified.